Event description:
A stylet sheath could not be removed from a murphy 2.5mm endotracheal tube following insertion. The endotracheal tube was removed from pt and replaced with unspecified model. No further information was provided.